Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer did not have backup therapy and declined to provide additional information to tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.